Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 258 mg/dl. Customer stated that the insulin did exit the pump. Customer also reported that when he removed the set it was slightly curved. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, prime and no delivery tests. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.